Manufacturer narrative:
Device returned to MFR: a visual and microscopic examination identified stent damage. Struts on rows 1 and 2 from the distal end were misaligned and pulled distally. 1 strut on row 8 from the distal end was raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 24.1 cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. An ivus catheter device was advanced, but was unable to cross the lesion. The lesion was predilated with a 3.5 x 15mm non-bsc balloon, and the 2.5 x 12mm taxus element monorail stent delivery system (sds) was advanced, but was unable to cross the lesion. A double wire technique was performed, but the sds still was unable to cross the lesion. During the procedure the stent strut got flared. With the use of a microcatheter a 2.5 x 16mm taxus element stent was placed successfully. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. An ivus catheter device was advanced, but was unable to cross the lesion. The lesion was predilated with a 3.5 x 15mm non-bsc balloon, and the 2.5 x 12mm taxus element monorail stent delivery system (sds) was advanced, but was unable to cross the lesion. A double wire technique was performed, but the sds still was unable to cross the lesion. During the procedure the stent strut got flared. With the use of a microcatheter a 2.5 x 16mm taxus element stent was placed successfully. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).